Event description:
It was reported that md inserted sheath via right femoral artery while in or. Md pulled iab out of tray, & the membrane began to unwrap. Md tried to insert iab through sheath; however, it was impossible. The iab was destroyed after a few attempts. Another iab was obtained by the md, & the same difficulty occurred. The md removed the sheath from the right femoral artery. A sheath was then inserted into left femoral artery, & md was able to insert a third iab successfully and connect iab to an iab pump. There were no reported patient complications.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.